Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: articuleze m head 36mm -2 hip femoral head; pinnacle mtl ins neut36idx50od hip acetabular liner; unknown hip acetabular cup; summit duofix tap sz5 hi off hip femoral stem. ¿surgical intervention¿.

Event description:
It was reported that the surgeon removed ultamet metal liner from pinnacle cup and replaced with altrx poly liner. 36mm metal head was also removed. Pinnacle cup & summit stem remained implanted. Doi: unknown, doi: (B)(6) 2018, left hip.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.